Event description:
Synthes evaluation department identified a colored residue present on eight of twenty opal spacers contained in a customer returned evaluation set (part #60.803.103). This report is 6 of 9 for the same event.

Manufacturer narrative:
Material and device record (DHR) reviews revealed no mfg issues related to the identified issue. The opal spacer received and passed a visual inspection for discoloration and stains prior to final release. No physical damage to the returned spacer was identified. Spectrophotometry analysis was performed on a solvent extract of the colored residue. The residue spectrum was found to closely matches that of a number of commercially available surgical instrument lubricants, including synthes instrument and autoclavable oils. Although the manner the colored residue contaminant was introduced to the spacer could not be determined; it is presumed it is likely associated with a health care organization's sterilization process and not a deficiency in the product design and/or manufacturing. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR.